Event description:
Complainant alleged that while attempting to treat patient the device would intermittently shut off and not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.